Event description:
It was reported that the patient experienced intermittent stimulation. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.